Manufacturer narrative:
Date rec¿d by MFR : 21jun2019, date of report : 26jun2019. The fse replaced the air/exhalation flow sensor and the problem was resolved. The ventilator successfully passed performance verification testing after the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR date: 09jul2019, date of report : 12jul2019. The removed exhalation flow sensor was returned and fi (failure investigation) was performed on (B)(6) 2019. Visual inspection of the exhalation flow sensor revealed signs of contamination on the heated film element. The returned exhalation flow sensor was installed into the fi test ventilator in order to verify and test its functional integrity. The ventilator failed the extended self test air delivery test with the same diagnostic code that the customer reported. The reported complaint was duplicated. The root cause was determined to be the contaminated heated film element which resulted in inaccurate flow readings. Fault was found on the returned exhalation flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilators tidal volume was not showing. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.